Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that over the past several months, follow-up illustrated this lead was exhibiting high thresholds. The physician elected to replace the lead. The new lead was implanted demonstrating normal measurements. No return of lead is expected and no resulting adverse patient effects.